Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. The patient was asymptomatic. No further information is available.